Event description:
Hamilton medical ag received the following incident description: "ac not being recognized¿. There is no patient involvement. The device log files were provided to hamilton medical. The device log files shown that the event date was reported as april 21, 2025. However, the ventilator alerted intermittently for "loss of external power" already since (B)(6) 2025. There was no logged ac connection prior to (B)(6) 2025. The hamilton t1 is a ventilator used during transport. If the issue would recur during a patient ventilation, an impact on the patient cannot be excluded. Therefore, the case is reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: the power supply (pn msp396232) was replaced. The ventilator device passed the service software tests successfully and is put back in service.